Event description:
During a cervical biopsy, the biopsy tip broke inside the pt. The piece remained in the pt for approx a week. The piece was removed during a leep excision. There was no report of injury to the pt.

Manufacturer narrative:
As of the date of this report, the subject has not been received. A ups call tag has been issued with the device picked up by the carrier, however, the device has not been delivered. The report will be appropriately supplemented upon arrival.